Manufacturer narrative:
(B)(6). Patient involved was a canine . The corresponding lot is not subjected for UDI. Device was not implanted. The actual device has been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon the evaluation of the actual sample, the user facility information, and the evaluation of retention samples of the involved product/lot number combination. The remaining hub portion of the catheter assembly was received, which was still connected to the hep-lock IV set. The catheter tube was observed to be broken at the hub tip portion. The tip of the remaining catheter tube was observed and was evenly cut and pinched. The bend of tube was also observed near the broken end. The appearance of the tube inside the hub tip is elongated as if it was stretched. Based on the result of our investigation, the catheter tube could have been possibly cut by a sharp object during usage. The broken end of the tube is pinched which is mostly an indication when an object (particularly a hollow tube) is cut. Elongation was also observed on the tube as if it was stretched. Verification of retention samples showed no catheter tube defects that would lead to the complaint. Conducted simulation on the retention sample for normal insertion of IV catheter did not result to any difficulty or defect similar to the complaint. In-process for visual inspection is every start of the shift and every 8 hours and functional inspection is conducted once per shift, sampling size referenced to iso 2859-1. All samples passed the produced lot had undergone two stations of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Visual evaluation of the retention samples revealed no defects. Retention samples were also subjected to catheter tube and catheter hub fitting force. Results were all passed. A review of the lot history record of the involved lot was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and functional evaluations and all samples for the complaint lot passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that they attempted to remove catheter from a dog, and found out that plastic part (catheter) that sits in patient was missing. The catheter was kinked and bended while being inserted and when attempting to keep them in place. Additional information was received on 7/5/18: the tech who placed the catheter, but did not remove at conclusion of treatment stated that the dog was being treated for illness and was dehydrated. So the "difficult stick" was switched from 22g to 24g catheter due to difficulty and was introduced without issue. The dog was treated approximately at 1:00 pm to approx. 5:30 pm and no leakage had been noted. The dog was doing well, and was released, and has not presented with any issue due to catheter missing in the patient. It was reported that they still have proximal end of catheter and there is catheter material inside of the hub, however they cannot visualize the catheter outside of the hub. No patient injury or medical intervention required. Patient is stable and was discharged to owner. Procedure outcome was successful.